Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no indication that the product caused or contributed to an adverse event. The pump was returned to animas and investigated by product analysis on 04/13/2017 with the following findings: on investigation, the battery compartment was confirmed to be cracked. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.